Event description:
It was reported that the pump touchscreen display was dull. Additionally, it was reported that the customer experienced unspecified battery issues. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.